Manufacturer narrative:
Date of event: the exact event date is unknown.

Event description:
It was reported that the patient experienced inflation issues with his inflatable penile prosthesis (ipp). A replacement surgery was performed and it was found that both cylinders presented aneurysm and fluid loss. All components were removed and replaced. The patient had a good outcome following the surgery.

Event description:
It was reported that the patient experienced inflation issues with his inflatable penile prosthesis (ipp). A replacement surgery was performed and it was found that both cylinders presented aneurysm and fluid loss. All components were removed and replaced. The patient had a good outcome following the surgery.

Manufacturer narrative:
Date of event: the exact event date is unknown. Investigation summary: based on the information available, boston scientific confirmed the reported observations of cylinder bulge and punctures. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the ipp momentary squeeze (ms) pump was visually inspected and leak tested; no leaks were found. Contamination was found inside pump, therefore, it was not functionally tested. The ipp cylinders were visually inspected and leak tested. Both cylinders had leaks and bulging with broken fabric treads in proximal cylinder body. Cylinder 1 has a leak attributed to wear at corner of a fold; hole was present. Cylinder 2 has a leak that was the result of sharp instrument damage consistent with explant damage; hole was present. Due to this damage being consistent with explant it will be considered a secondary failure. The krt of both cylinders were worn to filament. Both cylinders were not pressure test due to leaks were identified. Product analysis confirmed the reported event. Investigation conclusion: based on the information available, boston scientific confirmed the reported observations of cylinder bulge and punctures. A conclusion code of cause traced to component failure was assigned to this investigation.